Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that their personal diabetes manager (pdm) has an "internal battery issue". Every time they would activate a new pod, it would then give them an error message and deactivate the pod. Because of this issue the patient would get high blood glucose levels and was dehydrated. Patent was taken to the emergency room. Patient was put on intravenous therapy and was given fluids.